Event description:
Ous MDR - after an implantation time of about 43 months, it was reported that the shock impedance was too high (>150 ohm). Interrogation of the ICD was not possible, thus the lead could not be deactivated. No deterioration of the patient's state of health was reported. The lead and the ICD were explanted.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was detected 12 cm distal of the connector pin, as well as a conductor fracture of the rope conductor to the rv shock lead at just that site. These damages can with high probability be regarded as the cause for the clinical complaint. The damage manifestation points toward significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction at the ICD housing.